Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had to press the wake button "extremely hard" in order to wake the screen up. Additionally, it was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.